Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 169 mg/dl at the time of incident. Troubleshooting found that the pump had alarms in the pump history.the customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with alarm after battery change due to faulty connector on interface board. The insulin pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted. The insulin pump had minor scratched display window.